Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with the patient¿s onetouch ultra meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2013. The patient manages his diabetes with humulin 70/30 insulin (amount not specified). The patient continued to administer his usual dose of medications. On the afternoon of (B)(6) 2013, the reporter claimed the patient felt symptoms of weak and sweating. The patient took food and/ or drink as treatment. The reporter denied the patient tested on another meter. At the time of troubleshooting, the cca noted there was no indication of misuse. The cca walked the reporter through the meter settings to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The complaint relating to this device could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.